Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03dec2018. Phone number not available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the touchscreen had problems in "the central part". There was no patient involvement. The event date was not specified; estimate used.